Event description:
The bladder blows up to the point of distortion of the cuff. The pt complained of thigh pain after and had welts on the leg the following day. The hosp explained the cuff inflated normally at first; but expanded after the pt was draped without losing pressure. The surgery was completed as planned.